Event description:
Litigation alleges that patient's acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, difficulty walking, difference in leg lengths, and increased pain with sitting or walking for long periods of time. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left hip). Patient is a resident of (B)(6).

Manufacturer narrative:
Corrected: alert date, date received by manufacturer. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.